Manufacturer narrative:
Information contained in this report was previously submitted through psr on 28/jul/2010. A review of the device history record has been completed. No deviations or non-conformances noted. The events of "pain and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, pain, and rupture.

Event description:
Health professional reported a right side pain and capsular contracture, baker grade unknown and rupture. Patient reported right side "implant pain" and "back and spine pain." Device remains implanted. This record is for the right side.